Event description:
Customer reported image flickering and rainbow colors. Physician finished case. Scope was reprocessed dried, and tried on both processors at site with same failure. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: this case was judged from the reported event to be due to a malfunction in the imaging system (consisting of the image sensor, cable, and cable wiring section) caused by excessive force exerted on the tip of the endoscope.